Event description:
It was reported that during the surgical procedure a piece of the permanent cautery hook instrujent tip broke off and fell inside the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
H10: 67 the instrument was not returned for evaluation, therefore, the cause of the custome reported complaint cannot be determined.